Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ("I felt little cramping but it was after surgery so I didn't pay mind to the pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the procedural pain outcome was unknown. The reporter considered procedural pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media :procedural pain incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.